Event description:
It was reported that the physician's hhd will sometimes not turn on even when the device was charged and that it freezes from time to time and this resolved when a reset is performed. It was later clarified that the hhd takes a while to turn on and the software loads slowly. Therefore, the hhd does turn on but the software loads slowly. A replacement device was provided but the suspected device has not been received to date.

Event description:
An analysis was performed on the returned handheld and flashcard and the reported allegation of computer software error was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld, flashcard and software performed according to functional specifications.

Event description:
The hhd and software were received on 9/25/2015. Analysis is underway but has not been completed.